Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient during a routine visit that the battery was power switching. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: patient identifier in the initial report is (B)(6). It was reported that the patient experienced power switching events. The battery was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the device was not performed since the unit was not returned. Log file analysis revealed that the controller in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and battery. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and the battery. The manufacturer has opened an internal investigation to evaluate momentary disconnections. If information is provided in the future, a supplemental report will be issued.